Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare field engineer performed a checkout of the equipment and confirmed the reported complaint. The needle valve was replaced and the link 25 hypoxic guard adjusted; the unit was returned to service.

Event description:
The hospital reported the unit was not passing the hypoxic test, the o2 being delivered in 19%. There was no report of patient involvement.